Event description:
A pt was implanted with 10 hole one-third tubular plate and screws on the lateral tibia/fibula in 2008. Post operatively on an unk date the plate and one screw broke. Pt was returned to the operating room and the surgeon removed the broken hardware and revised the pt to a 9 hole lcp lateral distal fibula plate. This report is #2 of 2 or the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.